Event description:
It was reported that there was an alert for several high impedance spikes on the superior vena cava (svc) coil. Manipulation was unable to reproduce the issue. The svc coil was turned off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314drg implantable cardioverter defibrillator (ICD): (B)(6)  2013; a 5076 implantable pacing lead: (B)(6) 2006. (B)(4).